Event description:
Manufacturer reference number: 3006705815-2024-02007. It was reported that the patient was experiencing tingling sensation after turning therapy on following an MRI. Reportedly, the patient had tingling sensation despite therapy being off. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's scs system was explanted to address the issue. The investigation did not determine which lead caused the tingling issue.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119081.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.